Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files indicating that there was a voltage error confirming the malfunction with the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse indicated that the main control board (mcb) was cut off and found that just the input mcb was tripped causing the machine to not boot up. Fse switched on the input mcb and issue got resolved. After switching on the input mcb, the system was returned to use in good working order.